Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4) device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified proximal left anterior descending artery (lad) to mid lad. A 3.00mm x 15mm nc emerge balloon catheter was advanced to dilate the lesion. However, upon the 2nd inflation, the balloon ruptured at 10 atmospheres after a duration of 15 seconds. The ruptured balloon was removed from the patient completely. No patient complications were reported and the patient's status was good.